Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a device history record (DHR) review was conducted: part: 03.501.080. Lot: 8398311. Manufacturing site: hägendorf. Release to warehouse date: 25. April 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was conducted. The customer reported the tightening function of the application instrument for sternal zipfix was not working. The repair technician reported the device is not smooth during functional test as it is intended to be. Lube/oil/clean is the reason for repair. The cause of the issue is unknown. The lubrication of the device was performed to repair the device. The item was repaired per the inspection sheet, passed synthes final inspection on 22-march-2019 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H11 corrected data: g4: the incorrect g4 date was inadvertently utilized in initial medwatch. The correct date is february 25, 2019.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, the tightening function of the application instrument for sternal zipfix was not working. The issue was noted at regular inspection. There was no patient or surgical involvement. This report is for one (1) application instrument for sternal zipfix this is report 1 of 1 for (B)(4).